Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient of unspecified gender, age, and ethnicity. The patient was taking an unspecified medication via humapen savvio (graphite) device; indication for use not provided. On an unspecified date, it was reported that something broke off the cartridge holder; the cartridge holder can no longer be screwed off pen. This humapen savvio (graphite) device was associated with product complaint (B)(4)/lot number 1702v03. Information on the user of device and their training status was not provided. The model duration of use was not provided but the suspect device was used for approximately 2 months (since end of (B)(6) 2018). The suspect humapen savvio (graphite) device was returned to the manufacturer on 25oct2018. Edit 19nov2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 30jan2019. No further follow-up is planned. Evaluation summary: a patient reported that something broke off the cartridge holder of their humapen savvio device and the cartridge holder "can no longer be screwed off pen." No adverse event was reported. Investigation of the returned device (batch 1702v03, february 2017) identified the reportable malfunction "bulkhead failure," and found a broken housing collar with white particles on it. In addition, the device emanated a cologne-like odor. Spectroscopic analysis identified the white particles as broken pieces of plastic. Forensic analysis of the cologne-like odor identified multiple compounds, including ethanol. The ethanol, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead and housing collar components, causing the device malfunction. Malfunction confirmed. A house sample review did not identify any defects or unusual odors. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient of unspecified gender, age, and ethnicity. The patient was taking an unspecified medication via humapen savvio (graphite) device; indication for use not provided. On an unspecified date, it was reported that something broke off the cartridge holder; the cartridge holder can no longer be screwed off pen. Upon internal investigation, it was noted that foreign material was present. This humapen savvio (graphite) device was associated with product complaint (B)(4)/lot number 1702v03. Information on the user of device and their training status was not provided. The model duration of use was not provided but the suspect device was used for approximately 2 months (since end of sep2018). The suspect humapen savvio (graphite) device, which was manufactured in feb2017, was returned to the manufacturer on 25oct2018. 19nov2018: updated medwatch fields for expedited device reporting. No new information added. Update 30jan2019: additional information received on 30jan2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and improper use and storage from no to yes. Added date of manufacturer for pc (B)(4) associated with lot 1702v03 of humapen savvio (graphite) device. Corresponding fields and narrative updated accordingly.